Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 32 previously reported events are included in this follow-up record. Product return status 27 devices were received. 5 devices were evaluated in the field. Event confirmation status 30 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 30 devices were found to be affected by missing paint chips. 2 devices had no problem found.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device had paint chips missing. 32 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter. Product return status: 31 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 29 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 29 devices were found to be affected by missing paint chips. 2 devices had no problem found. 32 devices were not labeled for single-use. 32 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device had paint chips missing. 32 events had no patient involvement; no patient impact.